Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
During a right eye orbital fracture repair, the surgeon used the stryker leibinger maxillofacial set and plates were placed in the patient. It was reported that one self-tapping screw head broke off while going through the lateral plate. The surgeon was unable to retrieve the body of the screw so it was left in the bone. Ultimately, other screws were used to secure the plate.

Manufacturer narrative:
The reported event could not be confirmed because the complained device was not returned. Consequently, it was not possible to determine the root cause within this investigation. According to the design risk analysis, following possible root causes were defined: too much/ wrong compression/ torsional/ axial forces. Wrong rotational speed, unintended loads. Bone quality resulting in high torque. Improper blade disengaging. Collision with other implant or instrument. Predrilled hole not deep enough (e.g. Wrong choice of instrument/implant, system mixup, poorly assembled/used instrument). Based on the statistical evaluation there is no indication for any systematic design, material or manufacturing related issue. The complaint is added to the complaint trend.

Event description:
During a right eye orbital fracture repair, the surgeon used the stryker (B)(4) maxillofacial set and plates were placed in the patient. It was reported that one self-tapping screw head broke off while going through the lateral plate. The surgeon was unable to retrieve the body of the screw so it was left in the bone. Ultimately, other screws were used to secure the plate.